Event description:
International affiliate reports the implanted valve did not control the pt's intracranial pressure as expected. After changing the valve pressure setting, the desired result for the pt was not achieved. The pt's ventricles remained too large. The device was explanted.